Manufacturer narrative:
Roduct complaint # (B)(4). Date sent to the FDA: 12/9/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H6 component code: c22 - photo analysis. Additional information: h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One unopened overwrap packet that pertains to the product code 8581h was received for analysis. Upon initial inspection of the returned sample, no issues related to product mix or incorrect components were observed. However, blue ink scratches were noted on the paper lid. Two photos were provided showing one sealed overwrap with a scratched winding former. Based on the information currently available, foreign matter was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The device upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h11: did the event occur during sterile processing? --> unknown, did the event occur during field inspection? --> unknown, did the event occur during internal service activities such as calibration? --> unknown, patient status/ outcome / consequences --> no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, ip-02545624 device property of -->none, device in possession of -->none.

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, it was reported by the or director that a 4-0 prolene packet was wrapped in dyed vicryl. The package was not opened and inspected prior to opening in the sterile field. No impact to patient as it was not opened. One device returning. No adverse patient consequences were reported. Additional information was requested.